Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter disconnected from the patient¿s pd catheter (non-baxter product); this was described by the reporter as the "titanium adapter came off from the catheter.¿ this event occurred at the patient¿s home while in use for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The connection test and the dimensional inspection were performed with no issues noted. The reported condition was not verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.